Manufacturer narrative:
The reported event of noise oversensing was confirmed in the laboratory. Final analysis found the complete lead was returned in three pieces measuring 6.7 cm of the connector portion, 13.0 cm of the outer coil portion, and 53.4 cm of the distal portion. Shorting was found between the outer coil and inner coil conductor paths. The inner insulation was found to be abraded exposing inner coil at 5.5 cm to 5.7 cm, 5.8 cm to 5.9 cm, 6.0 cm to 6.5 cm, 8.0 cm to 8.2 cm, and 8.5 cm to 9.5 cm from the distal tip. The cause of the reported event was isolated to the exposure of inner coil in the abrasion zones. Other damages found were consistent with surgical damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited multiple noise reversions episodes. The patient is dependent and was symptomatic when device inhibited due to noise oversensing. The lead was explanted and replaced. The patient was stable before, during and after the procedure.